Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD) for elective replacement indicators, testing of the new ICD indicated that there was a 'problem' with the patient's existing transvenous defibrillation lead. This ICD was not implanted. The physician then noted a fracture of the high voltage cable of the patient's lead. During an attempt to extract the lead, the patient experienced an abrupt drop in blood pressure. Echocardiogram confirmed cardiac tamponade. A pericardial window was performed as was a repair a vascular laceration. The procedure was aborted. The extraction of the transvenous defibrillation lead occurred the following day without incidence.